Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the 3 stripped screws, part and lot number unknown. Implant date reported only as 3 years prior to this incident. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during removal of screws implanted three years prior the recess of 3 screw heads were stripped during the implant removal. The screw heads were drilled off with a carbide drill exposing the broken screw shaft with hollow reamer, and removed these screws with pliers. The operation was extended for 150 minutes. No adverse consequence to the patient. This report is for the 3 unknown stripped screws. This is report 1 of 1 for com-(B)(4).